Event description:
It was reported that during set up / inspection for use, the subject scope/probe device had an error displayed when installing the scope. There was no harm or injury reported.

Manufacturer narrative:
E1 - complete initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had an error displayed when installing the scope. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5 - describe event or problem updated to add the common device name. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 and stickiness at the grasping unit and the up/down plate. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: electrical/electronic component problem and stress to a component; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.